Manufacturer narrative:
Additional patient data from the event on (B)(6) 2017 was provided. The first results were reported outside the laboratory. The corrected results were sent to the physicians and departments. There was no allegation of an adverse event.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low calcium results for an unknown number of patient samples after maintenance was performed on (B)(6) 2017. After the maintenance, the calibration and qc results were okay and on (B)(6) 2017, the morning qc results were okay. However, at 10.30 the laboratory become aware the calcium results were low. The qc was retested, but the results were not acceptable. The field service representative found problems with the washing station, a hole in a tubing, and another tubing that was kinked. The field service representative replaced the tubings. The calibration and qc was okay and the system was working okay. The customer informed all departments about the issue and retested the patient samples. The customer said some sample results had a big difference. One example was provided as an initial result of 1 mmol/l and a repeat result of 2 mmol/l. The corrected results were sent to the physicians and departments. There was no allegation of an adverse event. The reagent lot number was requested but was not provided.